Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally: (d9) device availability yes, returned to manufacturer selected, returned to manufacturer date added. (H3) device evaluated by manufacturer updated to yes. Device evaluation results added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for evaluation, and the reported issue could not be reproduced. Based on the results of the investigation, as the reported e03 error could not be reproduced, root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/address: (B)(6). (Documented here due to character limitation in respective field).

Event description:
The customer reported to olympus, error code e03 irregularities with the channel pressure sensor was found in the error log when doing preventative maintenance on the insufflation unit. There were no reports of patient harm.